Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced ongoing line blocked alarms beginning around 12:00 am after changing the infusion site and cassette the previous evening. Approximately 42 line blocked alarms were reported despite an additional infusion site change. The patient reported a current glucose reading of 293 mg/dl while using humalog insulin and requested pump replacement due to concern that the issue was pump-related. The event occurred during patient use and there was no reported patient harm.